Manufacturer narrative:
Concomitant medical products: vedr01 ipg; implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that steadily rising thresholds were noted on the right ventricular (rv) lead. The lead was capped and replaced during a routine changeout procedure. No patient complications have been reported as a result of this event.